Event description:
Dealer states that the right motor is getting extremely hot and the chair will lose control when you release the joystick. Replacing right motor under warranty, but advised dealer that it sounded like a possible water damage issue per tech.